Event description:
It was reported that a patient from thoracic surgery ward of the hospital experienced a problem during the process of catheter placement in the morning of (B)(6). The catheter was first attached with the extension tubing supplied in the package, but no ¿tick¿ was heard by the operator. And the extension tubing fell off just with a gentle pull. The spare separately-packaged extension tubing was immediately used to complete the placement of the catheter. It was stated this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a detached connector is inconclusive due to poor sample condition. One photo sample showing two 4 fr groshong nxt two-piece connectors were provided for evaluation. The distal sections of the connectors are not assembled. White residue appears to be visible on the tip of the metal cannula on one of the proximal connectors. No apparent physical damage could be observed, and the dimensional properties could not be inspected from the image provided. Since the reported issue and potential root causes could not be determined from the information provided, the complaint could not be confirmed and remains inconclusive at this time.

Event description:
It was reported that a patient from thoracic surgery ward of the hospital experienced a problem during the process of catheter placement in the morning of june 2. The catheter was first attached with the extension tubing supplied in the package, but no ¿tick¿ was heard by the operator. And the extension tubing fell off just with a gentle pull. The spare separately-packaged extension tubing was immediately used to complete the placement of the catheter. It was stated this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a poor connection is confirmed and was determined to be manufacturing related. Two 4 fr two-piece groshong nxt connectors were returned for evaluation. An initial visual observation showed use residue on the returned samples, and the connector pieces were returned unassembled. Each proximal connector piece was assembled with each distal connector piece and each of the connections were found to be able to be pulled apart by hand. A microscopic observation revealed no damage on the returned samples; however, the distance between the locking arms of one of the proximal connector pieces was measured and was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw3754 showed six other similar product complaint(s) from this lot number. The complaints for this lot number (redw3754) have been reported from the same facility.

Event description:
It was reported that a patient from thoracic surgery ward of the hospital experienced a problem during the process of catheter placement in the morning of june 2. The catheter was first attached with the extension tubing supplied in the package, but no ¿tick¿ was heard by the operator. And the extension tubing fell off just with a gentle pull. The spare separately-packaged extension tubing was immediately used to complete the placement of the catheter. It was stated this occurred with two devices. This report addresses the second device.